Event description:
It was reported to philips that the device condenser discharged.

Event description:
It was reported to philips that the device condenser discharged.

Manufacturer narrative:
It was reported to philips, that the device condenser discharged. The customer worked with the technical support representative. The customer confirmed, the high voltage capacitor would not hold charge. The device needs a high voltage capacitor. Upon conclusion of the evaluation. It was determined, that the high voltage capacitor requires replacement. The high voltage capacitor is being sent to customer for their installation. No further action at this time.